Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿yellow fluid¿ was leaking from the homechoice cassette. This occurred during an unspecified process step of peritoneal dialysis therapy. Renal therapy services (rts) advised the patient to contact their nurse regarding the missed therapy. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.